Manufacturer narrative:
Updated fields: h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it was confirmed that reprocessing was performed according to the instructions for use (IFU). The event can be detected and prevented by handling the device in accordance with the following IFU: gif-1200n operation manual chapter 3 " preparation and inspection" shows how to detect the event. Gif-1200n reprocessing manual chapter 5 "reprocessing the endoscope (and related reprocessing accessories)" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer did not know what the foreign material was and there were no abnormalities with the reprocessing accessories. There was no delay to starting precleaning, the air/water nozzle was flushed with air and water, the nozzle was wiped/brushed, and the nozzle was flushed with a detergent solution during reprocessing. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. Evaluation also found the following: due to wear of the angle wire, the bending angle in the up direction does not meet the standard value, the play in the up/down knob is out of the standard value due to the angle wire wear, a portion of the insertion tube is pinched and caught and becomes deformed, the adhesive on the bending section cover rubber has a chip, and a scratch. The connecting tube has a wrinkle and a scratch, the protector of the universal cord on the control section side has a scratch and the scope connector cover unit has a scratch. These components were also scratched; the forceps elevator lever and knob, the right/left knob, the up/down knob, the switch box, the universal cord, the grip, the scope cover and the control unit. Also noted was discoloration on the control unit. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported angulation of the gastrointestinal videoscope was reduced. There was no patient harm or user injury reported due to the event. During device evaluation at olympus, it was found there was foreign material in the nozzle. This medical device report (MDR) is being submitted for the reportable malfunction(s) found during device evaluation.